Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and intermittent t-wave oversensing (twos). This resulted in the patient receiving multiple inappropriate therapies. Follow-up was conducted and no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.